Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the stent (subject device) was prepared as per the directions for use but when it was inserted inside the microcatheter, resistance was felt in the middle of the shaft. Therefore, the physician pulled back the delivery wire, however the subject stent prematurely detached inside the catheter and only the delivery wire was taken off. The detached subject stent was removed successfully from the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported.

Event description:
It was reported that during the procedure, the stent (subject device) was prepared as per the directions for use but when it was inserted inside the microcatheter, resistance was felt in the middle of the shaft. Therefore, the physician pulled back the delivery wire, however the subject stent prematurely detached inside the catheter and only the delivery wire was taken off. The detached subject stent was removed successfully from the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.